Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 mdrs filed for the same patient (0001825034-2016-02477 / 0001825034-2016-02488). Remains implanted.

Event description:
Patient who underwent a total hip arthroplasty approximately nine years ago reported allegations of elevated cobalt and chromium levels, anxiety, tinnitus, blurred vision, ankle and foot issues, stomach problems, heart palpitations and increased blood pressure. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient who underwent a left total hip arthroplasty approximately nine years ago reported allegations of elevated cobalt and chromium levels, anxiety, tinnitus, blurred vision, ankle and foot issues, stomach problems, heart palpitations and increased blood pressure. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.